Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
A new information was received from the optometrist via events questionnaire dated 10dec2018 indicating that the patient had a history of vascularization due to over usage of contact lenses with onset date approximated 2010 and resolved with a sequelae walleye and iatrogenic ectasia on both eyes which occurred in (B)(6) 2017. Initial occurrence reported to happen in (B)(6) 2017 where the consumer reported to have permanent scarring on both eyes and iatrogenic ectasia following the event. The consumer opted to seek medical attention after having severe redness and foreign body sensation upon wearing the contact lenses. It was also reported after an eye care professional (ecp) consultation that the patient obtained corneal ulcer around 4-6mm in size located centrally and was clinically diagnosed of vascularization with severe hypoxia. The patient added to have been using contact lenses for a long period of time, lasting for 3 months with an hour a week for cleaning, instead of having it replaced on a monthly basis as indicated. On the same report, the patient indicated to follow a treatment regimen of tobramycin and dexamethasone, 3 times a day for 8 days last (B)(6) 2017. On (B)(6) 2017, the patient "undergone" ophthalmic examination with results as follows: iop: od 11 and os 10, with uncorrected visual acuity of od 20/60 and os 20/800 (tf), best corrected visual acuity of od 20/25 and os 20/800, refraction: od p-525x150 while os does not improve; information collected thru phoropter with auto-refractor thru static retinoscopy. On another examination dated (B)(6) 2017, the patient turned out to have iop of od-9 and os-9; uncorrected visual acuity of od-20/70 and os-20/400; best corrected visual acuity of od-20/25 and os-20/50; refraction of od p-525x150 and os p-550x20; information collected thru phoropter with auto-refractor. The patient had a follow- up appointment dated (B)(6) 2017 and was advised to discontinue use of contact lenses due to walleye and vascularization on both eyes. On (B)(6) 2018, the patient further reported to experience hyperaemia with walleye ao>oi accompanied with gradual vision loss and eye pain, the patient also added to have felt a foreign body sensation in the eye during the incident. Moreover, the patient affirmed to have experienced stromal thinning and a corneal neovascularization of 25% ro and 80% lo. Following an ecp visit, the patient was then prescribed with loteprednol 0.5% used 3 times a day from (B)(6) 2018 for duration of one month as part of her treatment regimen. A slit lamp exam was done with the following results: od: vascularization inferior-temporal; os: full vascularization to the he "pupilas'" centre. On (B)(6) 2018, slit lamp exam results were as follows: od: walleye with "disminution" of vascularization; os: walleye with significant disminution of vessels. Corneal measurements (manual keratometry or topography) were taken and results: od: pentacam-ectasia iatrogenic by wrongly use of contact lenses; os: pentacam-ectasia iatrogenic by wrongly use of contact lenses. Received additional information on (B)(6) 2018 clarifying that as per previous reports, patient was recovering from events ¿ additional information of patient condition was requested but no reply was received from reporter.